Event description:
The pt was implanted with an obtape transobturator sling. Subsequently, according to the pt's attorney, the pt experienced pain, erosion, recurrence, infection and urinary problems. Pt had revision surgery (B)(6) 2004. No other information is available.